Event description:
It was reported that this left ventricular (lv) lead exhibited a high capture threshold. This lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in: block b1 adverse event, product problem. Block b2: hospitalization-initial or prolonged required intervention to prevent permanent impairment/damage block d2a: implantable lead block e3: physician block g1: (B)(6) this supplemental report was created to capture information corrections.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high capture threshold. This lv lead was explanted. No new lead implanted. No additional adverse patient effects were reported.